Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Reliability engineering evaluated the craniotome device and the reported condition that the device was broken was confirmed. An assessment was performed and it was observed that the neuro-tip leg of the device was bent. It was determined that the bent neuro-tip leg was due to excessive lateral force being placed on the device causing the neuro-tip leg to bend (90 degrees). The assignable root cause of this condition was determined to be traced to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported from (B)(6) that the craniotome device was broken. During in house engineering evaluation it was observed that the neuro-tip leg of the device was bent. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2020. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.